Event description:
The customer reported getting error message "4151 c trans z home detect" on the aia-900 analyzer. The customer has tried to perform an all set home, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by attempting to home the analyzer. While troubleshooting, fse found cup transfer mechanism not returning to its home position when being reset and noticed the z motor of the test cup picking assembly was not functioning properly. Fse replaced the cup transfer assembly and verified all alignments. Fse performed a cup transfer test run without any errors. Fse performed a daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 flags and error messages states the following: [4151] c. Trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event is due to failure of the cup transfer z-axis motor.

Manufacturer narrative:
The test cup picking assembly was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported c trans z home detect error was due to failure of the test cup picking assembly. The most probable cause of the reported event is due to failure of the test cup picking assembly.